Event description:
When the physician was resecting part of the sigmoid colon during open surgery, the probe broke off and fell inside the patient body. The user retrieved the broken probe. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
Since the broken probe was not returned to olympus medical systems corp (omsc), the exact cause could not be conclusively determined. This repot will be supplemented if any important, additional information is obtained, or the broken probe is returned and any significant evaluation result is obtained.